Manufacturer narrative:
No further information was able to be provided by the customer. The subject device was returned to an olympus repair center for evaluation and the customer¿s reported problem of broken tip was confirmed. The device evaluation found that the ceramic tip was broken. It was also found that the clamping ring was loose and the sealing ring was scratched. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 5 years since the subject device was manufactured. The device was last serviced via repair in july 2023. The cause for the reported issue cannot be definitely determined. The most likely causes are thermo-mechanical fatigue, wear and tear, and or improper handling (impact, shock). As a general note, cracks on the insulation material are mostly not visible, making visual inspection difficult. In general, the end-user is required to inspect the device for defects, check the function of all devices and have alternate equipment prior to use. To prevent device damage and or patient injury, the instruction for use provides the following: properly reprocess the product before first and each subsequent use following the instructions in this manual and in the system guide endoscopy. Improper and/or incomplete reprocessing can cause infection of the patient and/or medical personnel. Visually inspect the product. Make sure that it has: no corrosion, no dents, no scratches. Visually inspect the ceramic insulation at the sheath¿s distal end before each use. Do not use the instrument in case of damage (e.g. Cracks, fractures). Impact, fall, shock or similar stress can damage the ceramic insulation at the sheath¿s distal end. Damaged instruments can cause injuries to the patient and/or user. If the product is damaged or does not function properly, contact an olympus representative or an authorized service center. Olympus will continue to monitor the field performance of this device.

Event description:
The customer reported, that during inspection before use the ceramic tip of the sheath was found to be broken. The facility finished the intended plasma examination with another device without delay. No death, injury or harm was reported.